Manufacturer narrative:
Based on new information received, the previously reported device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the first device was removed completely and that the lead was not left in place. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-20 (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient mentioned they had a 2nd device but in, even though they didn't think the first ins helped. The patient reported that when their new system was implanted, the one (lead) wasn't hooked up at all, they left the lead in for 9-10 years. No further complications were reported or anticipated.